Event description:
It was reported that a spectrum iq pump stopped working and displayed a battery error while the patient was receiving ivf (intravenous fluids) at 35 ml/hr during patient infusion. There was no patient injury as a result. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.